Manufacturer narrative:
(B)(4). Customer returned replacement meter - unable to test. Most likely underlying root cause: (B)(4)user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 213 and 194 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 128 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2017, a back to back blood test was performed by the customer fasting and produced test results of 317 mg/dl and 350 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/29/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history (customer was only able to provide two results as he stated that it is too much for him to do; customer was not able to provide the date that was displayed in the meter for the results): a 213mg/dl n/a 03:08 pm fasting:yes. A 194mg/dl n/a 01:46 pm fasting:yes. Memory concerns:customer is concerned with the results of 213 mg/dl and 194 mg/dl in the meters memory.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause. Mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 213 and 194 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 128 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 317 mg/dl and 350 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/29/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history (customer was only able to provide two results as he stated that it is too much for him to do; customer was not able to provide the date that was displayed in the meter for the results): the 213mg/dl n/a 03:08 pm fasting:yes, the 194mg/dl n/a 01:46 pm fasting:yes. Memory concerns:customer is concerned with the results of 213 mg/dl and 194 mg/dl in the meters memory.